Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011, the pt obtained three occlusion alarms on the insulin pump and obtained a blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl). The pt experienced the symptom of nausea, no shortness of breath and did not test for ketones. The pt's blood glucose level four hours prior was 200 mg/dl. At that time, the pt's infusion site was changed. Four hours after changing the infusion site, the pt obtained the occlusion alarms and the elevated blood glucose level. The pt's visiting nurse changes the infusion site, using the buttocks, and she reported no scars or redness. Troubleshooting revealed the pt does not reuse insulin cartridges, the cartridge on the day of this event was new, the insulin is handled correctly, there were no air bubbles in the tubing, the pump's date/time settings were correct, and all basal and bolus units delivered were accurately totaled and matched the programmed settings. No pump mechanical issue was discovered during the troubleshooting telephone call, however this complaint is being reported due to the evaluated blood glucose readings obtained after the infusion site was changed.